Manufacturer narrative:
This issue is no longer reportable as system was electively removed.

Event description:
Additional information received stated that the patient had their system electively removed on (B)(6) 2019 due to needing an MRI. This issue is not reportable.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-03062. It was reported that the patient underwent surgical intervention in 2018 (exact date unknown) wherein the entire scs system was explanted. The reason for the surgery is unknown. No additional information is available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.